Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving lioresal 2000 mcg/ml 430 mcg/day via an implantable pump. Indication for use was intractable spasticity and cerebral palsy. It was reported the patient had a pump replacement due to elective replacement indicator on (B)(6) 2016. On (B)(6) 2016 the patient presented to the emergency room (ER) with hallucinations that started at 1:00 pm (B)(6) 2016. The physician assessed the patient in the ER. Labs were drawn and were normal. A culture was performed at the pump pocket incision site and waiting on results of the culture. The pump was increased by 10% from 430 mcg/day. It was unknown if the issue resolved. Patient status was alive - no injury. Additional information was received from a healthcare provider via a company representative who indicated that the hallucination had resolved and the results of the cultures performed were negative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.